Event description:
Removal of one btm due to infection. A second btm in the adjacent region still is in place. No other information has been provided which is being followed up.

Manufacturer narrative:
Btm was implanted on the scalp for a surgical wound resulting from a post-excision of a lesion. After few days infection with purulent discharge was noted and staphylococcus aureus was cultured from the skin swab taken at the time of index surgery. The btm was partially removed and augmentin duo forte (amoxicillin/clavulanic acid) was provided. The surgeon reported that the main cause of the infection was due to the skin flora on the poorly vascularised tissue and the reason one piece was infected and the other was not infected is due to better vascularity on one side (most anterior) of the wound.